Event description:
The user facility reported a type I diabetic came to the ER in possible dka. The suspect device was used and a blood glucose result of 25 mg/dl was obtained. A venous lab was drawn with a result of 795 mg/dl. The suspect device was used about forty-five minutes later and the result read hi compared to another venous lab of 593 mg/dl. The reporter stated the pt was coding. The pt was transferred to another facility and passed away. Controls and linearity were in range on the system. The device was offered to be replaced and the facility declined a replacement.